Event description:
It was reported that a malfunction indicated by code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions on how to reset the pump, assisted the caller with the reset process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.